Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. A complaint was received regarding an attune ps fem lt sz 8 cem stating: "we cannot get this implant out of the box under sterile conditions so were unable to use it." The part was returned to the company for investigation. The manufacturing site conducted the investigation. The full report can be found in the pc-attachments. DHR review: product code 150410108, work order 8585436 was manufactured on 22/july/2017. (B)(4) parts were manufactured per specification and all raw materials met specification. There was one nc comment added on the 20/july/2018. After review of nc associated with this lot, there is no correlation with the failure mode. Parts are packaged as per ¿sws-1010 shrink-wrap & shipping process-sigma value stream¿. Product review: after outer tyvek removal, it looks like they were unable to remove the inner tray. This would suggest that when the customer tried to use the lift tab it lifted off due to the inner plastic pouches sticking due to vacuum sealing. Dimensional and visual review was conducted on the returned sample. The sample met specification. Historical review: a review of customer complaints was conducted for the last 18 months: 04 similar complaints were found. (B)(4) is associated with this lot. Corrective action for similar complaints is in effective monitoring and recorded per (B)(4). This states that the correction was fully implemented in may 2018. We should not see a reoccurrence after this date. Dra-010290 is currently in the implementation stage regarding this type of complaint. No risk to product sterility as the seals are acceptable and this defect is related to customer dissatisfaction rather than patient risk. Root cause category: difficulty in removing inner from outer blister root cause determination: vacuum seal issue. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
We cannot get this implant out of the box under sterile conditions, so were unable to use it.

Manufacturer narrative:
(B)(4). Investigation summary ==> the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.